Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, operating room (or) staff called in to report that the system froze mid-case and asked for a restart. The caller stated they had an error on the system and it was asking for a restart. The caller stated they restarted the system and it powered back on without any errors. The technical support engineer (tse) tried to view the system logs, but the logs were unavailable due to a mid-procedure restart during the call. The caller was proceeding with the case. An intuitive surgical, inc. (Isi) representative called in to see if the logs were able to come in, but the earlier logs were not available. The tse reviewed the logs and noted error 44801 pointing towards a possible console common compute controller (ccc) issue. The first power cycle did highlight possible ccc and endoscope system controller (escp) issues in the tower. The or staff called back to report that the error 307 came back after finishing the procedure. The tse reviewed the error logs and found error 31089 followed by 307 errors. The tse guided the caller to power the system off and reseat blue fiber cables on every subcomponent. After powering the system back on, the error reoccurred. The tse reviewed the error logs again and found it was an internal issue, communicating this to caller. The caller informed they would postpone scheduled procedures until their field service engineer (fse) visited. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc), endoscope system controller, and the mtp fiber crossover cable (scrap item) in the tower. The system was tested and verified as ready for use. Isi has received the ccc and endoscope system controller for evaluation (fa in progress).

Manufacturer narrative:
The endoscope system controller (esc) was returned and evaluated by failure analysis (fa). Upon visual inspection, no issues were found related to the reported issue. In the field system logs, error 307 with node escp configured to be present stopped responding, after initially being seen at startup and it disappeared, confirming the fault occurred in the field. However, error 307 was followed with error 31089 with p2=9 which was an aurora link error reported by the common compute controller (ccc) in the tower and esc. There was an error 31226 pointing to the escp node that reported an error on the aurora link. The unit was installed onto a known good in-house system, but the system did not trigger any errors during startup. The image quality was confirmed to be clear, crisp and free of noise with correct coloration on both the right and left sides. The unit was able to engage with the endoscope. They power cycled the system multiple times, but no issues were observed. They left the system idle for some time and system was in good condition and did not experience any video loss. The unit was failed on fut at scope function tests- taos sensors, confirming le was failed. As a result of these findings, fa concluded that no root cause could be attributed to this issue.the tower ccc was returned and evaluated by the fa. The reported issue was confirmed, but not replicated. In the field system logs, errors 31089 and 307 was found to indicate the error occurred in the field. Two units, the tower ccc and esc were both replaced at the same time. Upon visual inspection, no issue was found that would be related to the reported event. The tower ccc was installed onto a known good system tower and successful programmed. The unit powered up without any issues. They performing 10 power cycles and left the device idle for two days. Once the testing was completed, the system error logs were inspected, but no error could be identified. The fiber cable light levels were checked on all channels, confirming that they were well within the normal operating range. As a result of these findings, fa concluded that no root cause could be attributed to this issue. It was recommended to replace the fiber cable ff4 as a precautionary.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was fixed after someone from engineering came in and serviced it. Multiple surgeries were performed since then with no issues.